Event description:
Boston scientific received information that this left ventricular lead displayed high out of range pacing impedances and high thresholds. The lead was surgically abandoned and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.